Event description:
Procedure type: sigmoid resection. According to the reporter: the patient experienced a leak post operative day three. The necrotic anastomosis was found with a leak on the posterior aspect of anastomosis. An intra operative leak test was negative. The patient will be discharged the week of (B)(6) 2012. A re-operation with diversion and colostomy was performed. There was unanticipated tissue loss. The incision was extended by more than one inch. There was no bleeding reported in excess of 250cc.

Manufacturer narrative:
(B)(4).